Event description:
It was reported that poor separation occurred after use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "when centrifuged samples came from laboratory that separation was weak. No information yet about sample availability. Chemist want to know has this happen with this lot before or should she think other possibilities, like centrifugation." 10 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred after use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "when centrifuged samples came from laboratory that separation was weak. No information yet about sample availability. Chemist want to know has this happen with this lot before or should she think other possibilities, like centrifugation." 10 occurrences were reported.